Manufacturer narrative:
Penumbra is still collecting info about this event. Once add'l info is available and the device investigation is complete, penumbra will submit a follow-up MDR.

Event description:
After the first psc032 was used, the nurse opened a second psc032. The nurse claimed that after only gently touching the tip of the catheter, the tip detached from the rest of the catheter. Info as of (B)(4) 2010: the pt died. No date of death at this time. This report is associated with MDR 3005168196-2010-00493 and 00495.